Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The sales rep, reported on behalf of the customer, that the customer has allegedly had a clinical incident where a variax distal radius plate has been taken directly out of the non sterile vacuum packaging and implanted directly into a patient. The sales rep has reported that as soon as the customer became aware, they removed the implant, washed the area thoroughly and re-implanted a sterile plate.